Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: video investigation: the product was not returned to medtech orthopaedics; however, video were provided for review. The video investigation of " 03.043.024, insertion handle/ radiolucent long" can not revealed the reported condition. As, from the video it is not clearly visible exactly where the misalignment of the device happens. And based on the available evidence, a definitive root cause could not be determined" since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the insertion handle/ radiolucent long would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.043.024-us lot number: 6472p56. Manufacturing site: hägendorf. Release to warehouse date: 31-aug-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that while using the new tna connecting screw, it mistargeted the proximal static hole. There was play in the insertion handle after fully tightening. They were able to make additional manipulations to get the screw across without doing perfect circles.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The reported allegation cannot be confirmed. The following recommendations, annotations and alternatives are mentioned in the tn-advances tibial nial system surgical technique guide: note: flexion of the knee might have changed during the procedure. This can block the connecting screw and impede its removal. Slight adjustment of the knee¿s flexion (between 10° and 30°) will provide a neutral position that facilitates removal of the connecting screw and insertion of the end cap. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was not performed because the mating device was not returned for evaluation. The overall complaint was not confirmed as the observed condition of the insertion handle/ radiolucent long would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.043.024-us. Lot number: 6472p56. Manufacturing site: hägendorf. Release to warehouse date: 31-aug-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6 video investigation: the product was not returned to medtech orthopaedics; however, videos were provided for review. The video investigation of " 03.043.024, insertion handle/ radiolucent long" can not reveal the reported condition. As, from the video, it is not visible exactly where the misalignment of the device happens. And based on the available evidence, a definitive root cause could not be determined". Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the insertion handle/ radiolucent long would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated that the event occurred during intra-op. The was a 5-minute surgical delay. The patient's status was fracture-fixated and was discharged. No reported allegation against the screw.